Event description:
Patient complained of increased pain in back. X-ray taken and a pedicle screw in s1 (right side) was found to be broken. Patient underwent decortication of lumber area and was re-instrumented with endius trifix product. The broken portion of screw was left in place. Patient was doing fine after surgery.